Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise reversion episodes where oversensing was noted leading to pacing inhibition by the left ventricular lead and pacemaker. The cause of the over-sensing was unknown. There was no intervention performed. There were no patient consequences.